Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 176mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed and the customer saw an empty reservoir. The customer then collapsed and she was taken to the hospital. The time, date, and basals on the insulin pump were correct. Ran a displacement test and the device passed the test. It was stated that 26 units were not registered in the bolus history, but they were registered in the daily totals the customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.